Event description:
It was reported that the patient presented in clinic for initial implant procedure. On the same day post-procedure, it was found via chest x-ray that the right atrial (ra) leadless pacemaker (lp) had dislodged and migrated to the right ventricle. The ralp was retrieved, explanted and replaced. Patient condition was stable.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. On the following day post-procedure, it was found via chest x-ray that the right atrial (ra) leadless pacemaker (lp) had dislodged and migrated to the right ventricle. The ralp was retrieved, explanted and replaced. Patient condition was stable.